Event description:
It was reported that the patients incision site was not healing properly and the patient developed an infection. There was small yellowish discharge present at the incision site. It was unknown if the infection was device or procedure related. The patient will undergo an explant procedure. Additional information was received that the location of patients infection was at the lead site or lumbar region. The physician believed that the infection was device related. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg and leads were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients incision site was not healing properly and the patient developed an infection. There was small yellowish discharge present at the incision site. It was unknown if the infection was device or procedure related. The patient will undergo an explant procedure.